Event description:
"Pt transferred with PICC line in-situ. During dressing change, introducer found to be still in line. X-ray indicated retained introducer and was subsequently removed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.